Manufacturer narrative:
The company representative examined the laser system (and attended the following 3 cases- without issues). The system was examined and it was determined to have met specification. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported, following the laser portion of laser assisted cataract surgery the surgeon successfully opened the secondary incision and stabilized the anterior chamber followed by opening the primary incision noting a complete capsulotomy without tags. Potential anterior chamber instability was noted during hydrodissection. During the phaco portion the natural lens dropped into the back of the eye. An intraocular lens was implanted and the patient was moved to a second operating room where a vitrectomy was performed by a retina specialist. The second surgeon noted that the history of intravitreal injections could be a possible contributing factor to the posterior capsule integrity. The issues are reported as resolved. Additional information received; corneal edema was noted during the postoperative exam. The patient has a history of macular edema and was advised to have an additional intra vitreal injection prior to surgery but opted to wait until after surgery.